Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a link separation. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from ¿no¿ to ¿yes¿. H3 correction: device evaluated by mfg? Updated from ¿no¿ to ¿yes¿. H6 correction: type of investigation code 4114 was removed; investigation findings code 3221 removed; investigation conclusions code 4315 removed.

Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unspecified access site using two proglide devices related to an interventional procedure. Reportedly, an unknown failure occurred with both devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.